Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery the reamer/irrigator/aspirator (ria) tube assembly and the reamer head disconnected along with a severed portion of the ria tube within the patient¿s femoral medullary cavity. The reamer head and tube fragment were removed with the wire. There was a surgical delay of 30 minutes due to the reported event. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier was not provided by reporter. Additional device product code¿hrx. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device report was submitted to synthes (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A clarified event description translation with additional information was provided by synthes europe pertaining to the event in (B)(6) on (B)(6), 2015 as follows: it was reported that during the extraction of cancellous bone in the femoral medullary cavity, material fatigue may have occurred at the junction of the reamer/irrigator/aspirator (ria) tube assembly and the reamer head. As a result, the ria tube assembly and the reamer head disconnected along with a severed portion of the ria tube within the patient's femoral medullary cavity. The reamer head and severed portion of ria tubing were retrieved by pulling back on the drill rod and retrieving the fragments with much effort over the horizontal olive wire. The ria tube and reamer head were replaced to complete the surgery. The reporter commented that the ria system had been correctly assembled before use and its correct assembly was verified by the attending physician. There was a surgical delay of 30 minutes due to the reported event.

Manufacturer narrative:
A product investigation was performed: the review according the material and manufacturing documents has shown that the present articles meets all the requirements and the ao / asif corresponding specifications. Because of strongly contaminated returned article the relevant and significant characteristics like dimensions and functions could not checked / measured. An exact reason for this occurring is not clear without further information. In referring to the operation technique guide, it shows how the components are assembled correctly. Please also note; that for the bone graft a drill head is to select, which is 1.0 mm to 1.5 mm larger than the diameter of the medullar canal in the isthmus. Therefore, we have to assume that there was a technical complication during insertion. The overload has exceeded the load limit of the material, which finally led to material failure (sheared tube). No product fault was found. A field safety notification was applied where the surgical technique was updated. Precautionary statements are being added because the ria drive shaft, tube assembly, and reamer head have the potential to break when incorrectly assembled or used improperly. Field was previously mentioned in last report, however button was not selected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.